Event description:
Healthcare professional (hcp) reports a pt reaction with the "psn" membrane the incident occurred 10 minutes into the dialysis treatment. This was the patient's first exposure to the psn membrane. The patient experienced shortness of breath and ears ringing. The dialysis treatment was discontinued at the time of the event, and no blood was returned. The treatment was resumed with an alternate membrane and completed without incident. No medical intervention reported per hcp.